Manufacturer narrative:
No devices will be returned from the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that during multiple syringe pump infusions which included norepinephrine at 0.2mcg/kg/min, a channel disconnect occurred. The system was replaced however the patient required additional unspecified doses of norepinephrine during that time to manage an unstable blood pressure. There was no lasting harm. The biomed noted that the event was an unspecified "iui related incident", the iuis were replaced by the customer and the devices were returned to use.